Event description:
It was reported that the medfusion pump exhibited an error message indicating that the plunger was not recognized. The syringe was changed but the error message persisted. The decision was made to heparin lock the uac and stop the administration of fluids. The fault with the pump did not injure the patient. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.